Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 430 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include headache and nausea. The patient was treated with intravenous fluids and released from the ER after 5 hours. Once she returned home, patient changed pod and bg levels began to drop appropriately. Upon removal of this pod, the cannula was found bent and the pod was eventually discarded.